Event description:
It was reported that during a da vinci-assisted umbilical hernia tapp surgical procedure, one side of the jaws of the force bipolar was broken and hanging by a wire. The procedure was completed with no reported injury to the patient. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting a broken jaw hanging by a wire, an investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The force bipolar instrument was analyzed and found to have a broken grip at the grip base. A piece approximately 0.602" x 0.183" was found to be broken off but hanging on by the conductor wire. There was no material found missing. The complaint regarding a broken jaw was confirmed by failure analysis, which indicates that the device did contribute to the customer-reported issue.